Event description:
Dexcom g7 recently updated their phone app and ever since, I am not receiving sounds for low blood sugar alerts. The alert sound is supposed to wake me up to treat hypoglycemia but I did not hear it to do so. This could have been very dangerous. I have called dexcom 3 times to complain and seek a fix but nothing has been helpful.